Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the sp02 measurement is not correct. There was no reported patient impact.